Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery internal resistance test failure) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to a damaged c19 high-voltage capacitor on the defibrillator pca. The damaged high-voltage capacitor caused the reported battery ir test failure. The c19 leads were fractured from the pca. The monitor enclosure showed signs of physical abuse. The root cause for the damaged capacitor was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor download data showed a failure of the battery internal resistance test.